Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4). A review of the downloaded error log showed the "battery inoperable" alarm was triggered. The device was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported battery inoperable and power failure alarms. Performance testing could not reproduce these device failures. Inspection of the device internal battery revealed significant wear marks on the battery that are inconsistent with normal device usage. Based on all available evidence, the investigation determined that the reported power and battery communication issues were most likely due to physical damage to the device internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).